Event description:
It was reported the patient plans to undergo surgical intervention due to pain at the ipg site.

Manufacturer narrative:
Correction/removal numbers:1627487-07262012-002-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.